Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed electromagnetic interference on the atrial lead and the emi was noted as false atrial fibrillation events. In addition, the right atrial (ra) lead was oversensing noise and an x-ray indicated a possible fracture. It was noted that the patient fell several months prior to the noise being noted upon a device check and the noise was seen especially when the patient pushed up from a sitting position. It was further reported that a lead replacement was planned but both the left and right subclavian veins were closed so the previous ra lead was tunnelled across from the right side and was put back into service. The chronic ra lead was capped, the ICD was explanted and replaced and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.